Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 2/15/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with of hi, 233 and 261 mg/dl. The expected fasting blood glucose test result range is 120 to 180 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called to complain about getting an hi. Customer was feeling light headed and could not think, but the feeling went away and customer feels fine now. Customer got the hi 3 times today when the customer tried to testing and it has been the only time. Customer has been under a lot of stress and has been getting higher readings such as 233 mg/dl and 261 mg/dl on her meter.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 2/15/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with of hi, 233 and 261mg/dl. The expected fasting blood glucose test result range is 120 to 180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called to complain about getting an hi. Customer was feeling light headed and could not think, but the feeling went away and customer feels fine now. Customer got the hi 3 times today when the customer tried to testing and it has been the only time. Customer has been under a lot of stress and has been getting higher readings such as 233mg/dl and 261mg/dl on her meter.